Event description:
It was reported that the health care provider (hcp) has had to replace several pumps that did not last the entire 7 years. They were having issues where the reservoir volume didn¿t always match during the refills and patients would not be receiving effective therapy. Additional information received reported that several pumps had to be replaced before the elective replacement indicator (eri). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).